Event description:
Hamilton medical ag received the following incident description: "failed nebulator tightness check". The nebulizer-tightness-check is a test that must be performed in addition to the preventive maintenance, or after a repair since the service software cannot detect small leaks of the nebulizer internal connection. No pictures neither device log files (service log, error log, event log) were provided to hamilton medical ag. Also, it¿s not reported if a pressure loss or pressure rise was measured during the nebulizer tightness check. There is no prior indication that something was technically wrong with this ventilator device. Referring to the service manual there is no report of a repair being performed before the nebulizer tightness check was performed. However, worst case a not well functioning or leaking nebulizer could lead to various critical consequences. Therefore, hamilton medical considers the case as reportable.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Manufacturer narrative:
Investigation outcome: it was reported that device failed nebulizer tightness test. No device logs/pictures were provided with this complaint. The nebulizer test is performed before the ventilator is used on a patient, a failed test poses no immediate risk to the patient. The ventilator will alert the user to the issue, preventing use until the problem is resolved. This test ensures that the nebulizer is functioning correctly and standard safety feature to ensure that the ventilator is functioning correctly before it's used on a patient. Pressure sensor assembly (msp161228) was identified as defective component by local biomed and ordered this part from hmi. However, it was not communicated if the replacement of requested assembly resolved the issue. This case is considered as closed.